Event description:
Reporter alleged the lancet device will not retract. It was stated the needle punctures the finger and then remains sticking in the finger. No actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.